Event description:
It was reported that the patient experienced an infection treatment. After the completion of the treatment, the patient had an implant of a spectra penile prosthesis device. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient infection was reported. The spectra cylinders were visually inspected and functionally tested. Both cylinders had holes in the outer tube due to sharp instrument damage consistent with explant damage. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is.

Event description:
It was reported that the patient experienced an infection treatment. After the completion of the treatment, the patient had an implant of a spectra penile prosthesis device. A patient outcome was not reported. Additional information received that the patient got well and returned home. The patient had a previous spectra device before and the device was removed at the time of the new implant. The customer reported that the infection was not related to the device but may have been caused by the lack of antibiotic application at the surgery site. The onset date of the infection was 2 weeks prior to the surgery. The device was removed prior to the second surgery to treat the infection and after treatment, the second surgery was done. Additional information received that most of the infection occurred due to lack of disinfection carelessness by the hospital. The patient outcome was reported to be well after treatment. The spp device was implanted on (B)(6) 2018 and the infection occurred one month before the revision surgery. The infection occurred from the old implant in 2018.

Manufacturer narrative:
Additional information received that the patient got well and returned home. The patient had a previous spectra device before and the device was removed at the time of the new implant. The customer reported that the infection was not related to the device but may have been caused by the lack of antibiotic application at the surgery site. The onset date of the infection was 2 weeks prior to the surgery. The device was removed prior to the second surgery to treat the infection and after treatment, the second surgery was done.

Event description:
It was reported that the patient experienced an infection treatment. After the completion of the treatment, the patient had an implant of a spectra penile prosthesis device. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an infection treatment. After the completion of the treatment, the patient had an implant of a spectra penile prosthesis device. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received that the patient got well and returned home. The patient had a previous spectra device before and the device was removed at the time of the new implant. The customer reported that the infection was not related to the device but may have been caused by the lack of antibiotic application at the surgery site. The onset date of the infection was 2 weeks prior to the surgery. The device was removed prior to the second surgery to treat the infection and after treatment, the second surgery was done. Additional information received that most of the infection occurred due to lack of disinfection carelessness by the hospital. The patient outcome was reported to be well after treatment. The spp device was implanted on (B)(6) 2018 and the infection occurred one month before the revision surgery. The infection occurred from the old implant in 2018.